Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor it was reported that the patient had premature battery depletion. Someone had mentioned to the patient that there was some cross talk between the devices causing battery depletion. The lead was on the patient¿s right side. They had a replacement a couple years ago as well. This was their third ipg in three years. It was also noted the patient had a fall. There were no further complications reported.

Manufacturer narrative:
Analysis of the interstim ii (B)(4) determined normal battery depletion. A lab functional test determined there was no output observed on any electrode pair. Further analysis determined that no telemetry was observed with a clinician programmer (cp). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). Rep is unsure on the details surrounding emi and the fall. The cause of the premature battery depletion was not determined. No further patient complications have been reported as a result of this event.